Manufacturer narrative:
Follow-up # 1 date of submission 10/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/24/2016 with the following findings: the investigation was unable to duplicate the original complaint about damaged casing in the battery compartment because the compartment was free of defects. Unrelated to the original complaint, it was observed that the cartridge compartment was cracked and the bolus button cover was torn but the bolus button was still operable during the investigation. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.